Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware.